Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jul 28, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the handpiece was received. Visual inspection under magnification revealed the handpiece was received with the plunger rod fully advanced; the plunger rod tip was observed to be bent. Viscoelastic residue was observed throughout the cartridge; the cartridge tip was slightly chipped. No issues were identified with the lens module, device assembly, and plunger rod advancement. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to capture the vitrectomy. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that when attempting to insert the preloaded johnson and johnson (jnj) intraocular lens (iol) into the patient¿s eye they met resistance. A vitrectomy was required. A backup iol was used to complete the procedure. Reportedly, the issue is not use error. No further information was provided.